Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had a very strange experience last night. Patient was sound asleep on a tempur pedic bed when they got a very bad shock. The shock almost lifted the patient off the bed. Patient said it was like someone touched them with a live wire. It felt like an electrical shock that was very scary. Patient had been awake since 3am this morning trying to run down the problem without having to call an electrician. Patient noted they paid a lot for the bed and they did not want to experience that again. Pt said they left their new ins on all the time for they forget to turn it off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.